Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the left monitor was gray and washed out and intermittently not displaying an image. This issue will cause the system to be unusable due to the inability to see the live image. There was no pt injury or death reported.